Event description:
Discrepant results between the blood glucose device and a comparative method at the emergency room (ER). It was reported meter read 358 mg/dl and then 260 mg/dl a minute later and was concerned over the high readings so went to the ER. ER reportedly tested glucose to be 90 mg/dl and compared to test on customer's meter of 251 mg/dl at the same time. Reporter stated no treatment was received. A request was made for the return of the suspect device and replacement product was sent.